Event description:
It was reported that the patient had two pocket infections and two replacement generators for bi-lateral. Additional information received reported that the first ins was removed in september and that the second ins was removed on (B)(6 )2013. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that perioperative antibiotics were administered. It was stated that the patient did not have meningitis. It was reported that the patient had fever, redness, swelling, and pain. A culture of the device pocket was performed but the type of organism cultured was unknown. It was stated that IV antibiotics and partial device system explant had been performed. It was stated that the patient¿s outcome was ¿ongoing¿. It was stated that the devices would not be returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# v187426, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3387-40, lot# j0225563v, implanted: (B)(6) 2002, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the onset/diagnosis of the infection was "about five days before (B)(6) 2013. It was noted that the patient did not have meningitis. It was noted that the signs and symptoms included redness, swelling, and pain. It was noted that the primary location of the infection was at the device pocket. It was noted that a culture was obtained from the device pocket. It was noted that the type of organism cultured was pseudomonas. It was noted that the treatment instituted for infection included IV antibiotics, oral antibiotics, and partial device system explant. It was noted that the patient outcome was ongoing. It was noted that a risk factor that applied to the status of the patient before implantation of the device included "debilitated status."it was noted that other important information included contralateral ins infection with different organism 30 days prior. Additional information was requested but was not available as of the date of this report.